Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. During unpacking of a 4.00x28mm promus premier¿ stent, it was noted that the stent was hanging off the balloon when the device was removed from the hoop. The device never went inside the body. The procedure was completed with another 4.0x28mm promus premier¿ stent. No patient complications were reported.